Manufacturer narrative:
(B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6)2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with itching, rash, redness, blisters, and dry skin under the entire patch area, which occurred nine days after the sensor had been inserted in the arm. Two photos of the skin reaction in the complaint record were reviewed. The skin reaction was confirmed, consistent of extended skin reaction with visible blistering extended beyond the patch perimeter on the entire upper arm. The erythema was covering the entire affected area, and under the patch area it could be observed a slight skin striping and excoriation. On (B)(6) 2023, the patient consulted a doctor, and they prescribed antibiotics and daktacort hydrocortisone cream. At the time of the report the patient was ok. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.